Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01104.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating arteries (ic-pc) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patent's anatomy was tortuous, calcified, and thrombosed. During the procedure, the physician successfully implanted six non-penumbra coils. While advancing a smart coil, the physician encountered resistance and noted that the coil was only able to advance a short distance through its introducer sheath. Therefore, the smart coil was removed. After implanting two other smart coils, the physician attempted to advance the next smart coil and reported that it would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.